Event description:
It was reported that the tip of the es2 tap broke off during the pedicle preparation in a spinal fusion case. It was not retrievable so the tip was left inside of the patient. A screw was able to be implanted at this level and a navigated tap was used manually for the rest of the pedicles requiring this particular size of tap.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of a tip fracture of an es2 cannulated modular tap was confirmed via visual inspection. The awl was used for pedicle preparation prior to tapping with the cannulated modular tap. The surgical technique specifies awling prior to tapping or direct screw insertion when taking advantage of the self-tapping feature of the blade screws. The visual inspection indicated that the tap fractured by torsional overload. The most likely contributors to the reported issue include torsional overloading of the instrument and the hardness of the patient's bone. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that the tip of the es2 tap broke off during the pedicle preparation in a spinal fusion case. It was not retrievable so the tip was left inside of the patient. A screw was able to be implanted at this level and a navigated tap was used manually for the rest of the pedicles requiring this particular size of tap.